Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for free thyroxine (ft4). Based on the data provided, erroneous thyrotropin (tsh) results were also identified. The customer was comparing results between a cobas e601 analyzer and an auto delfia analyzer. One tube of serum and one tube of plasma were obtained from the patient from the same blood draw. The results from the e601 analyzer were produced from the tube of plasma and the results from the auto delfia analyzer were produced from the tube of serum. The results were reported outside of the laboratory with a note that the ft4 results from the e601 analyzer were "unlikely." The results from the auto delfia analyzer were considered to be correct. This medwatch will cover tsh. Refer to medwatch with (B)(6) for information on the ft4 erroneous results. The initial ft4 result was 93.9 pmol/l. On (B)(6) 2015, the sample was repeated on the e601 analyzer and the result was 82.8 pmol/l. The repeat result from the auto delfia analyzer was 18.4 (unit of measure not provided). The initial tsh result was 0.3 mu/l. On (B)(6) 2015, the sample was repeated on the e601 analyzer and the result was 0.25 mu/l. The repeat result from the auto delfia analyzer was 1.0 mu/l. No adverse event occurred. No medical decisions were made based on the e601 results. The cobas e601 analyzer serial number was (B)(4).

Manufacturer narrative:
The sample was sent in for investigation. Investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling.